Manufacturer narrative:
Concomitant product: product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger.

Event description:
Information was received from a consumer regarding their implantable neurostimulator for non-malignant pain and chronic low back pain. It was reported that the adapter for recharging had become loose. The patient was unable to charge and had to turn it off. The patient called back later the same day and described the connector pin as broken. The patient stated that this did not occur out of the box and was not experiencing any symptoms. A replacement product was sent to the patient. Follow-up was not conducted as all required fields were met.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Product ID 97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.